Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer went to the emergency room (ER) with a blood glucose (bg) level of 571 mg/dl. The customer gave a correction injection delivered to address bg and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 12 hours later with the issue resolved and no permanent damage.